Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient stated they are going to have an MRI in a few days and wanted to confirm if it was safe to proceed with the MRI. The agent asked the patient if they were experiencing a 50% improvement in symptoms, and the patient reported they are doing better than that. The patient explained that when they stand up after sitting, they experience an urgent need to urinate, sometimes not making it to the bathroom in time. They shared an incident where they were in the kitchen and suddenly began urinating uncontrollably on the floor. The patient also mentioned having had brain surgery, which has since led to problems with both bowel and bladder control. Additionally, the patient described feeling so weak that they cannot walk, and if they fall, they cannot get back up. They recounted an incident where they fell in the kitchen and it took them four hours to crawl to the couch in the living room to pull themselves up but they are grateful because with the ins they did not wet themselves in those 4 hours. The patient inquired about trying a different program. They mentioned previously speaking with medtronic representative, who had them switch from program 1 to program 2, but they didn't notice any changes with programs 2 or 3. Program 4 was where they began adjusting the stimulation level up and down. They plan to maintain the current stimulation level and continue tracking their symptoms. The stimulation is confirmed in the "bicycle seat" area and is comfortable. The patient was advised to contact their doctor if the issue persists. Additional information was received on 2025-jan-21, the they have restless leg syndrome and it is the most horrible thing you can imagine. Patient stated they could not hold still for the MRI and their legskept jumping around so it took a lot longer than they thought it was going to. Patient said when they turned the therapy back on after the MRI, the therapy came on so hard that hurts . Patient asked if that was normal. Agent reviewed stimulation sensation/therapy should be normal in that moment. Patient mentioned it's better than 50%. Patient also mentioned they are having trouble if they are sitting down for a while working on something before they would be wetting themselves and they didn't even know it; now they are fine but when they stand up it's like all the urine in their bladder just shifts down and they have to go really bad and sometimes they wet themselves on the way to the bathroom. Patient commented they did not even feel like they had to go while they were sitting down and when they get up bam they have to go bad and they can't get there in time. The patient was redirected to their healthcare provider to further address the issue.